Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7107031/7107270.

Event description:
It was reported that the patient experienced a loss of stimulation and had a significant abdominal stimulation. The leads had minimally migrated as well. All components were explanted and discarded per hospital policy.